Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy\ malpositioned of essure device location of device pregnancy resulted as a result of essure shifting to allow for space\ pregnancy (ectopic)migration of essure led to pregnancy \ right essure displacement'), uterine perforation ('migration of implant\migration of essure device location of device: uterus\ essure migration in uterus\malposition of essure location of device: perforation of uterus on left side'), menorrhagia ('abnormal bleeding (vaginal,menorrhagia) heavy periods with intermittent bleeding wirth periods') and genital haemorrhage ('bleeding') in a 37-year-old female patient who had essure (batch no. 623457) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 2. Previously administered products included for prevention pregnancy: iud nos. Concurrent conditions included acid reflux (oesophageal) and gallbladder pain. On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), anger ("hormonal changes describe: excessive anger, anxiety moodiness and tearfulness"), anxiety ("hormonal changes describe: excessive anger, anxiety moodiness and tearfulness,irritability"), mood altered ("hormonal changes describe: excessive anger, anxiety moodiness and tearfulness"), tearfulness ("hormonal changes describe: excessive anger, anxiety moodiness and tearfulness"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia) heavy periods with intermittent bleeding wirth periods"), dysmenorrhoea ("dysmenorrhea(cramping) increased cramping with periods"), fatigue ("fatigue, fatigue onset with essure placement"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome") and irritability ("hormonal changes describe: excessive anger, anxiety moodiness and tearfulness,irritability"). In 2008, the patient experienced alopecia ("hair loss hair thinning and loss"). In 2010, the patient experienced depression ("psychological or psychiatric problems condition: de12ression and anxiety"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced abdominal pain ("reproductive system disorder or condition type of disorder or condition: experienced severe abdominal pain went to hospital. Test revealed cyst on ovaries. Diagonsed with enometriosis\ abdominal cramping"), 3 years 5 months after insertion of essure. On (B)(6) 2010, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("infection (bladder/urinary tract/vaginal type: urinary tract infections;increase in frequency after essure plcement"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts and endometriosis"), endometriosis ("reproductive system disorder or condition type of disorder or condition: ovarian cysts and endometriosis") and groin pain ("left side/groin"). The patient was treated with surgery (bilateral salpingectomy, tubal ligation(fulguration of right tube) on (B)(6) 2010, bilateral salpingectomy and ablation performed secondary to bleeding). Essure was removed on (B)(6) 2013. At the time of the report, the ectopic pregnancy with contraceptive device, uterine perforation, menorrhagia, alopecia, anger, anxiety, mood altered, tearfulness, vaginal haemorrhage, urinary tract infection, depression, ovarian cyst, fatigue, irritable bowel syndrome and irritability outcome was unknown, the genital haemorrhage, dysmenorrhoea and abdominal pain was resolving and the endometriosis, dyspareunia and groin pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, alopecia, anger, anxiety, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, endometriosis, fatigue, genital haemorrhage, groin pain, irritability, irritable bowel syndrome, menorrhagia, mood altered, ovarian cyst, tearfulness, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy- date(s) of insertion: (B)(6) 2007,(B)(6) 2009. Date(s) of removal: (B)(6) 2013, (B)(6) 2013. Insertion details-right side 4 coils,left side 3 coils post procedure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: impression: CT pelvis: inflammation of the pelvic soft tissues with small amount of free pelvic fluid and faint peritoneal enhancement, concerning for peritonitis. Enhancing bilateral adenexal fluid (as written) collections, left greater than right, worrisome for abscesses verses post surgical fluid collections.. Ultrasound scan vagina - on (B)(6) 2013: impression: both essure implants are identified. The right implant terminates within the uterus and is kinked at its distal end. The left implant is seen to extend through the cornul region into the adnexa and the location suggests termination within the fallopian tube. Both ovaries are normal in appearance.; on (B)(6) 2013: ultrasound revealed migration of essure into uterus.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy\ malpositioned of essure device location of device pregnancy resulted as a result of essure shifting to allow for space\ pregnancy (ectopic)migration of essure led to pregnancy \ right essure displacement'), uterine perforation ('migration of implant\migration of essure device location of device: uterus\ essure migration in uterus\malposition of essure location of device: perforation of uterus on left side'), menorrhagia ('abnormal bleeding (vaginal,menorrhagia) heavy periods with intermittent bleeding wirth periods') and genital haemorrhage ('bleeding') in a 37-year-old female patient who had essure (batch no. 623457) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii and parity 2. Previously administered products included for prevention pregnancy: iud nos. Concurrent conditions included acid reflux (oesophageal) and gallbladder pain. On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), anger ("hormonal changes describe: excessive anger, anxiety moodiness and tearfulness"), anxiety ("hormonal changes describe: excessive anger, anxiety moodiness and tearfulness,irritability"), mood altered ("hormonal changes describe: excessive anger, anxiety moodiness and tearfulness"), tearfulness ("hormonal changes describe: excessive anger, anxiety moodiness and tearfulness"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia) heavy periods with intermittent bleeding wirth periods"), dysmenorrhoea ("dysmenorrhea(cramping) increased cramping with periods"), fatigue ("fatigue, fatigue onset with essure placement"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome") and irritability ("hormonal changes describe: excessive anger, anxiety moodiness and tearfulness,irritability"). In 2008, the patient experienced alopecia ("hair loss hair thinning and loss"). In 2010, the patient experienced depression ("psychological or psychiatric problems condition: de12ression and anxiety"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced abdominal pain ("reproductive system disorder or condition type of disorder or condition: experienced severe abdominal pain went to hospital. Test revealed cyst on ovaries. Diagonsed with enometriosis\ abdominal cramping"), 3 years 5 months after insertion of essure. On (B)(6) 2010, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("infection (bladder/urinary tract/vaginal type: urinary tract infections;increase in frequency after essure plcement"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts and endometriosis"), endometriosis ("reproductive system disorder or condition type of disorder or condition: ovarian cysts and endometriosis") and groin pain ("left side/groin"). The patient was treated with surgery (bilateral salpingectomy, tubal ligation(fulguration of right tube) on (B)(6) 2010, bilateral salpingectomy and ablation performed secondary to bleeding). Essure was removed on (B)(6) 2013. At the time of the report, the ectopic pregnancy with contraceptive device, uterine perforation, menorrhagia, alopecia, anger, anxiety, mood altered, tearfulness, vaginal haemorrhage, urinary tract infection, depression, ovarian cyst, fatigue, irritable bowel syndrome and irritability outcome was unknown, the genital haemorrhage, dysmenorrhoea and abdominal pain was resolving and the endometriosis, dyspareunia and groin pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, alopecia, anger, anxiety, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, endometriosis, fatigue, genital haemorrhage, groin pain, irritability, irritable bowel syndrome, menorrhagia, mood altered, ovarian cyst, tearfulness, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy- date(s) of insertion: (B)(6) 2007, (B)(6) 2009. Date(s) of removal: (B)(6) 2013, (B)(6) 2013. Insertion details-right side 4 coils,left side 3 coils post procedure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: impression: CT pelvis: inflammation of the pelvic soft tissues with small amount of free pelvic fluid and faint peritoneal enhancement, concerning for peritonitis. Enhancing bilateral adenexal fluid (as written) collections, left greater than right, worrisome for abscesses verses post surgical fluid collections.. Ultrasound scan vagina - on (B)(6) 2013: impression: both essure implants are identified. The right implant terminates within the uterus and is kinked at its distal end. The left implant is seen to extend through the cornul region into the adnexa and the location suggests termination within the fallopian tube. Both ovaries are normal in appearance.; on (B)(6) 2013: ultrasound revealed migration of essure into uterus.. Most recent follow-up information incorporated above includes: on 13-jun-2019: pfs and mr received: reporters were added. Lot no. Was added. New events-hormonal changes describe: excessive anger, anxiety, moodiness, tearfulness, vaginal bleeding, menorrhagia, urinary tract infections, depression, ovarian cysts ,endometriosis, dysmenorrhea, dyspareunia, abdominal cramping, fatigue, irritable bowel syndrome, irritability, groin pain, genital bleeding were added & one event is updated from migration of coils to perforating the uterus. Concomitant conditions & drugs were added, lab tests was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy\ malpositioned of essure device location of device pregnancy resulted as a result of essure shifting to allow for space\ pregnancy (ectopic)migration of essure led to pregnancy \ right essure displacement'), uterine perforation ('migration of implant\migration of essure device location of device: uterus\ essure migration in uterus\malposition of essure location of device: perforation of uterus on left side'), menorrhagia ('abnormal bleeding (vaginal,menorrhagia) heavy periods with intermittent bleeding with periods') and genital haemorrhage ('bleeding') in a 37-year-old female patient who had essure (batch no. 623457) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2, abdominal pain, nausea, flank pain, pregnancy, live birth ((B)(6) 2001, (B)(6) 2004), anxiety and depression. Previously administered products included for prevention pregnancy: iud nos. Concurrent conditions included acid reflux (oesophageal) and gallbladder pain. On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), anger ("hormonal changes describe: excessive anger, anxiety moodiness and tearfulness"), anxiety ("hormonal changes describe: excessive anger, anxiety moodiness and tearfulness,irritability"), mood altered ("hormonal changes describe: excessive anger, anxiety moodiness and tearfulness"), tearfulness ("hormonal changes describe: excessive anger, anxiety moodiness and tearfulness"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia) heavy periods with intermittent bleeding with periods"), dysmenorrhoea ("dysmenorrhea(cramping) increased cramping with periods"), fatigue ("fatigue, fatigue onset with essure placement"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome"), irritability ("hormonal changes describe: excessive anger, anxiety moodiness and tearfulness,irritability") and gastrointestinal pain ("gi pain"). In 2008, the patient experienced alopecia ("hair loss hair thinning and loss"). In 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression and anxiety"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced abdominal pain ("reproductive system disorder or condition type of disorder or condition: experienced severe abdominal pain went to hospital. Test revealed cyst on ovaries. Diagnosed with endometriosis\ abdominal cramping"), 3 years 5 months after insertion of essure. On (B)(6) 2010, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("infection (bladder/urinary tract/vaginal type: urinary tract infections;increase in frequency after essure placement"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts and endometriosis"), endometriosis ("reproductive system disorder or condition type of disorder or condition: ovarian cysts and endometriosis") and groin pain ("left side/groin"). The patient was treated with surgery (bilateral salpingectomy, tubal ligation(fulguration of right tube) on (B)(6) 2010, bilateral salpingectomy and ablation performed secondary to bleeding). Essure was removed on (B)(6) 2013. At the time of the report, the ectopic pregnancy with contraceptive device, uterine perforation, menorrhagia, alopecia, anger, anxiety, mood altered, tearfulness, vaginal haemorrhage, urinary tract infection, depression, ovarian cyst, fatigue, irritable bowel syndrome, irritability and gastrointestinal pain outcome was unknown, the genital haemorrhage, dysmenorrhoea and abdominal pain was resolving and the endometriosis, dyspareunia and groin pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, alopecia, anger, anxiety, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, endometriosis, fatigue, gastrointestinal pain, genital haemorrhage, groin pain, irritability, irritable bowel syndrome, menorrhagia, mood altered, ovarian cyst, tearfulness, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy- date(s) of insertion: (B)(6) 2007, (B)(6) 2009. Date(s) of removal: (B)(6) 2013,(B)(6) 2013. Insertion details-right side 4 coils,left side 3 coils post procedure. It was reported that fallopian tubal occlusive devices seen in the pelvis with the one on the right possibly protruding into the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: impression: CT pelvis: inflammation of the pelvic soft tissues with small amount of free pelvic fluid and faint peritoneal enhancement, concerning for peritonitis. Enhancing bilateral adnexal fluid (as written) collections, left greater than right, worrisome for abscesses verses post surgical fluid collections. Ultrasound scan vagina - on (B)(6) 2013: impression: both essure implants are identified. The right implant terminates within the uterus and is kinked at its distal end. The left implant is seen to extend through the cornul region into the adnexa and the location suggests termination within the fallopian tube. Both ovaries are normal in appearance.; on (B)(6) 2013: ultrasound revealed migration of essure into uterus.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-oct-2019: reporter and medical history were added. Added event gi pain. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and alopecia ("hair loss"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2013. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation and alopecia outcome was unknown. The reporter considered alopecia, device dislocation and ectopic pregnancy with contraceptive device to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.